Event description:
The alarms for high and low glucose are no longer functional on abbott freestyle libre 2 sensors when used in conjunction with the librelink app, since the latest software update to android 13 and update of the librelink app. The sensors experience a continued loss of signal to the mobile phone app which prevents the high and low blood glucose alarms from working correctly. During the night, as a user of the libre 2 device, this has meant that I have slept through several hypos, unaware that they were occurring. I rely on the alarm to wake me when my blood glucose drops below a certain level, and its inability to do this means I risk occurrence of severe hypoglycemia during the night where I may require emergency care.